Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information is not available for reporting. It is unknown when device migrated. This report is for an unknown zero-p screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. The 510k is unavailable. Implant and explant dates unknown. Device has not been returned for investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that there have been two occurrences of zero-p natural screw backing out post operatively. The first occurrence resulted in removal of the backed out screw. It is unknown when the screw was implanted or explanted. It is unknown if there was surgical delay. Patient status is unknown the second occurrence will be captured on related incident complaint (B)(4). This is report 1 of 1 for (B)(4). This is for an unknown zero-p screw.

Event description:
It was reported that a patient was treated for anterior cervical fixation and discectomy on (B)(6) 2018 with zero-p fixation at levels c5-c6. On an unknown date, postoperative x-rays found one of the zero-p screws had backed out of the zero-p plate. It is unknown which of the four screws backed out, and images are not available. The surgeon removed the backed-out screw, and did not replace it. Three zero-p screws and the plate remain implanted. The removed screw was discarded and will not be returned. Patient status is unknown. Reported concomitant devices: 3.0mm ti cervical spine locking screw 16mm (part # 04.617.816, lot # unknown, qty. 3); zero-p natural plate size 9 with assembly tool-sterile (part # 04.617.709s, lot # h266303, qty. 1). This is for a 3.0mm ti cervical spine locking screw 16mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Age or date of birth, sex¿ this information has been added. Relevant tests/laboratory data¿ this information has been added. Brand name, catalog and UDI, implant date/explant date, concomitant medical products¿ this information has been added. Common device name: additional procode: ove. Initial reporter name and address:reporter email address is unknown. PMA/510k¿ this information has been added. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.